Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they are not using the aligners. Their dentist has recommended that they get dental work done and get braces. The patient is choosing to go with their dentist recommendation. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.